Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 26-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent sterilization. Subsequently, implantation consumer started experiencing severe pelvic pain, extreme menstrual changes, fatigue, high blood pressure, hair loss, bowel issues, vitamin d deficiency, depression and memory loss. She had to have hysterectomy due to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. Technical analysis has been requested. Follow up information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe and persistent pain/ pelvic pain (painful periods and persistent aching and dull pain in and around the pelvic)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy (for heavy periods) in 2008, d & c (for miscarriage) in 2008, heavy periods, miscarriage, multigravida, parity 2 ((B)(6) 1994 and (B)(6) 1998) and genital herpes. Previously administered products included for allergies: antihistamines in 2007; for chronic rhinitis: antihistamines in 2007. Concurrent conditions included skin rash since 2005, eczema and obesity. Concomitant products included valaciclovir hydrochloride (valtrex) in 2008 for genital herpes. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes"), fatigue ("fatigue"), hypertension ("high blood pressure/ hbp (high blood pressure)"), the first episode of alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), vitamin d deficiency ("vitamin d deficiency"), depression ("depression"), amnesia ("memory loss") and arthralgia ("joint pain (2008, still occasional joint pain)"). In 2011, the patient experienced autoimmune thyroiditis ("hashimoto¿s disease/ autoimmune disease"). In (B)(6) 2014, the patient experienced allergy to metals ("titanium allergy"). On an unknown date, the patient experienced adrenal disorder ("adrenal fatigue"), gluten sensitivity ("gluten sensitivity"), hypersensitivity ("heightened allergies"), glucose tolerance impaired ("pre-diabetic"), allergy to chemicals ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies"), food allergy ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies"), rash ("essure worsened previously existing skin rashes (mild and periodic still)"), dry skin ("dry skin"), hypoaesthesia ("numbness in hands"), tooth disorder ("dental issues"), the second episode of alopecia ("hair thinning"), dysmenorrhoea ("painful period"), weight increased ("weight gain"), feeling abnormal ("brain fog"), hypothyroidism ("hypothyroid"), pain ("body aches"), constipation ("constipation"), adenomyosis ("adenomyosis"), eczema ("essure worsened previously existing eczema(mild and periodic still)") and pain in extremity ("left leg pain (seldom haven pain, related to over exercising)"). The patient was treated with levothyroxine sodium (synthroid), liothyronine sodium, levocetirizine dihydrochloride (xyzal), olmesartan medoxomil (benicar), surgery (partial hysterectomy) and alternative therapy (chiropractic care for leg pain). Essure was removed on 6-may-2014. In 2014, the pelvic pain had resolved. At the time of the report, the menstrual disorder, fatigue, hypertension, gastrointestinal disorder, vitamin d deficiency, depression, amnesia, adrenal disorder, autoimmune thyroiditis, gluten sensitivity, glucose tolerance impaired, allergy to chemicals, food allergy, rash, dry skin, hypoaesthesia, allergy to metals, tooth disorder, the last episode of alopecia, dysmenorrhoea, weight increased, feeling abnormal, hypothyroidism, pain, constipation, adenomyosis, eczema and pain in extremity had resolved and the hypersensitivity and arthralgia had not resolved. The reporter considered adenomyosis, adrenal disorder, allergy to chemicals, allergy to metals, amnesia, arthralgia, autoimmune thyroiditis, constipation, depression, dry skin, dysmenorrhoea, eczema, fatigue, feeling abnormal, food allergy, gastrointestinal disorder, glucose tolerance impaired, gluten sensitivity, hypersensitivity, hypertension, hypoaesthesia, hypothyroidism, menstrual disorder, pain, pain in extremity, pelvic pain, rash, tooth disorder, vitamin d deficiency, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that her allergies have decreased but have not completely resolved. On social media that her she was highly allergic to titanium and the tests also showed multiple food and environmental allergies. She also mentioned that essure was inserted in 2008 ad removed on 06-may-2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Allergy test - on an unknown date: nickel test - negative hysterosalpingogram - on an unknown date: confirmation test in 3-4 months after placement. 2014: melisa blood test - positive for titanium. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet (pfs) - new reporters; demographic data; medical and drug history; indication; removal date; new adverse events (adrenal fatigue, hashimoto¿s disease, gluten sensitivity, heightened allergies, pre-diabetic, multiple chemical sensitivities/ multiple food and environmental allergies, skin rashes, dry skin, numbness in hands, titanium allergy, dental issues, hair thinning, painful period, weight gain, brain fog, hypothyroid, joint pain, body aches, constipation, adenomyosis, eczema, left leg pain (seldom haven pain, related to over exercising), and pelvic pain; drug treatment for the adverse events; and exams. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 26-may-2016: the ptc investigation result was provided. (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe and persistent pain/ pelvic pain (painful periods and persistent aching and dull pain in and around the pelvic)") in an adult female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation ((B)(6) 2008) in 2008, d & c (for miscarriage) in 2008, heavy periods, miscarriage, multigravida, parity 2 ((B)(6) 1994 and (B)(6) 1998) and genital herpes. Previously administered products included for allergies: antihistamines in 2007; for chronic rhinitis: antihistamines in 2007. Concurrent conditions included skin rash since 2005, eczema and obesity. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008 for genital herpes. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menstrual disorder ("extreme menstrual changes"), fatigue ("fatigue"), hypertension ("high blood pressure/ hbp (high blood pressure)"), the first episode of alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), amnesia ("memory loss") and arthralgia ("joint pain (2008, still occasional joint pain)"). In (B)(6) 2009, the patient experienced adrenal disorder ("adrenal fatigue"), hypersensitivity ("heightened allergies"), rash ("essure worsened previously existing skin rashes (mild and periodic still)"), dry skin ("dry skin") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), tooth disorder ("dental issues") and the second episode of alopecia ("hair thinning"). In (B)(6) 2010, the patient experienced depression ("depression") and glucose tolerance impaired ("pre-diabetic"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis ("hashimoto¿s disease/ autoimmune disease"), gluten sensitivity ("gluten sensitivity"), hypoaesthesia ("numbness in hands") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2014, the patient experienced allergy to chemicals ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies") and food allergy ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful period"). In (B)(6) 2016, the patient experienced allergy to metals ("titanium allergy"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pain ("body aches"), constipation ("constipation"), eczema ("essure worsened previously existing eczema(mild and periodic still)") and pain in extremity ("left leg pain (seldom haven pain, related to over exercising)"). The patient was treated with levothyroxine sodium (synthroid), liothyronine sodium, levocetirizine dihydrochloride (xyzal), olmesartan medoxomil (benicar), surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2014) and alternative therapy (chiropractic care for leg pain). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain had resolved. At the time of the report, the menstrual disorder, fatigue, hypertension, gastrointestinal disorder, vitamin d deficiency, depression, amnesia, adrenal disorder, autoimmune thyroiditis, gluten sensitivity, glucose tolerance impaired, allergy to chemicals, food allergy, rash, dry skin, hypoaesthesia, allergy to metals, tooth disorder, the last episode of alopecia, dysmenorrhoea, weight increased, feeling abnormal, hypothyroidism, pain, constipation, adenomyosis, eczema and pain in extremity had resolved and the hypersensitivity and arthralgia had not resolved. The reporter considered adenomyosis, adrenal disorder, allergy to chemicals, allergy to metals, amnesia, arthralgia, autoimmune thyroiditis, constipation, depression, dry skin, dysmenorrhoea, eczema, fatigue, feeling abnormal, food allergy, gastrointestinal disorder, glucose tolerance impaired, gluten sensitivity, hypersensitivity, hypertension, hypoaesthesia, hypothyroidism, menstrual disorder, pain, pain in extremity, pelvic pain, rash, tooth disorder, vitamin d deficiency, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that her allergies have decreased but have not completely resolved. On social media that her she was highly allergic to titanium and the tests also showed multiple food and environmental allergies. She also mentioned that essure was inserted in 2008 ad removed on (B)(6) 2014. Insertion details : the essure sleeve was placed at the end of the hysteroscope and the essure introducer was threaded through the operative port and placed in till the right tubal ostia were seen. Once the right tubal ostia were seen, the essure plug was placed into the right tube in the usual fashion and then was released. The same procedure was performed on the left side with identification of the tubal ostia and placement of the essure into the ostia and then releasing it. At this point, once both tubal ostia had been placed with plugs, the hysteroscope was removed. Removal details : using the 5-mm ligasure and an atraumatic grasper, the left tube was grasped at its fimbriated end, and then using the laparoscopic ligasure, individual bites were taken to perform a left salpingectomy. It was taken throughout the mesosalpinx and taken to the level of the uterus, but the tube was left attached to the uterus because of the essure plugs, which were placed into the uterus hysteroscopically and previously. We did not want to disrupt the essure plug. Then, same procedure was performed on the right side, where the right tube was traced to its fimbriated end. The end was grasped and brought up, and then using the 5-mm ligasure, individual bites were performed in the mesosalpinx to perform a right salpingectomy, but again the right tube was left attached to the uterus not to disrupt the essure plugs. In the plaintiff fact sheet there is information that removal date was (B)(6) 2016. However, this date is discrepant from previous information as well discrepant from medical records. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Allergy test - on an unknown date: nickel test - negative hysterosalpingogram - on (B)(6) 2009: not provided; on an unknown date: confirmation test in 3-4 months after placement 2014: melisa blood test - positive for titanium. (B)(6) 2014 surgical pathology : uterus in three pieces one of which has an attached fallopian tube segment. There is also a separate fallopian tube. The presumed endometrium is identified at one cornu. At this cornu a fallopian tube stump is attached, 2.5 x 0.4 cm. Within this cornu and the cornual end of this is a coiled metal wire, 3.0 x 0.1 cm. The cornual end of the segment contains a 3 cm. In length by 0.1 cm. Coiled metal wire. The cornual end of this segment, segment b contains no wire and most likely representes the remainder of the fallopian tube that was attached as the fallopian tube stump still attached to the cornu of one of the portions of uterus . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain, adenomyosis, allergy to metals, hypersensitivity, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe and persistent pain/ pelvic pain (painful periods and persistent aching and dull pain in and around the pelvic)") in an adult female patient who had essure (batch no. 627290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation ((B)(6) 2008 ) in 2008, d & c (for miscarriage) in 2008, heavy periods, miscarriage, multigravida, parity 2 ((B)(6) 1994 and (B)(6) 1998) and genital herpes. Previously administered products included for allergies: antihistamines in 2007; for chronic rhinitis: antihistamines in 2007. Concurrent conditions included skin rash since 2005, eczema and obesity. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008 for genital herpes. In 2008, the patient experienced menstrual disorder ("extreme menstrual changes"), fatigue ("fatigue"), hypertension ("high blood pressure/ hbp (high blood pressure)"), the first episode of alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), amnesia ("memory loss") and arthralgia ("joint pain (2008, still occasional joint pain)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced adrenal disorder ("adrenal fatigue"), hypersensitivity ("heightened allergies"), rash ("essure worsened previously existing skin rashes (mild and periodic still)"), dry skin ("dry skin") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), tooth disorder ("dental issues") and the second episode of alopecia ("hair thinning"). In (B)(6) 2010, the patient experienced depression ("depression") and glucose tolerance impaired ("pre-diabetic"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis ("hashimoto¿s disease/ autoimmune disease"), gluten sensitivity ("gluten sensitivity"), hypoaesthesia ("numbness in hands") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2014, the patient experienced allergy to chemicals ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies") and food allergy ("multiple chemical sensitivities/ reaction to foods/ multiple food and environmental allergies"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful period"). In (B)(6) 2016, the patient experienced allergy to metals ("titanium allergy"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pain ("body aches"), constipation ("constipation"), eczema ("essure worsened previously existing eczema(mild and periodic still)") and pain in extremity ("left leg pain (seldom haven pain, related to over exercising)"). The patient was treated with levothyroxine sodium (synthroid), liothyronine sodium, levocetirizine dihydrochloride (xyzal), olmesartan medoxomil (benicar), surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2014) and alternative therapy (chiropractic care for leg pain). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain had resolved. At the time of the report, the menstrual disorder, fatigue, hypertension, gastrointestinal disorder, vitamin d deficiency, depression, amnesia, adrenal disorder, autoimmune thyroiditis, gluten sensitivity, glucose tolerance impaired, allergy to chemicals, food allergy, rash, dry skin, hypoaesthesia, allergy to metals, tooth disorder, the last episode of alopecia, dysmenorrhoea, weight increased, feeling abnormal, hypothyroidism, pain, constipation, adenomyosis, eczema and pain in extremity had resolved and the hypersensitivity and arthralgia had not resolved. The reporter considered adenomyosis, adrenal disorder, allergy to chemicals, allergy to metals, amnesia, arthralgia, autoimmune thyroiditis, constipation, depression, dry skin, dysmenorrhoea, eczema, fatigue, feeling abnormal, food allergy, gastrointestinal disorder, glucose tolerance impaired, gluten sensitivity, hypersensitivity, hypertension, hypoaesthesia, hypothyroidism, menstrual disorder, pain, pain in extremity, pelvic pain, rash, tooth disorder, vitamin d deficiency, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that her allergies have decreased but have not completely resolved. On social media that her she was highly allergic to titanium and the tests also showed multiple food and environmental allergies. She also mentioned that essure was inserted in 2008 ad removed on (B)(6) 2014. Insertion details : the essure sleeve was placed at the end of the hysteroscope and the essure introducer was threaded through the operative port and placed in till the right tubal ostia were seen. Once the right tubal ostia were seen, the essure plug was placed into the right tube in the usual fashion and then was released. The same procedure was performed on the left side with identification of the tubal ostia and placement of the essure into the ostia and then releasing it. At this point, once both tubal ostia had been placed with plugs, the hysteroscope was removed. Removal details : using the 5-mm ligasure and an atraumatic grasper, the left tube was grasped at its fimbriated end, and then using the laparoscopic ligasure, individual bites were taken to perform a left salpingectomy. It was taken throughout the mesosalpinx and taken to the level of the uterus, but the tube was left attached to the uterus because of the essure plugs, which were placed into the uterus hysteroscopically and previously. We did not want to disrupt the essure plug. Then, same procedure was performed on the right side, where the right tube was traced to its fimbriated end. The end was grasped and brought up, and then using the 5-mm ligasure, individual bites were performed in the mesosalpinx to perform a right salpingectomy, but again the right tube was left attached to the uterus not to disrupt the essure plugs. In the plaintiff fact sheet there is information that removal date was (B)(6) 2016. However, this date is discrepant from previous information as well discrepant from medical records. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Allergy test - on an unknown date: nickel test - negative hysterosalpingogram - on (B)(6) 2009: not provided; on an unknown date: confirmation test in 3-4 months after placement. 2014: melisa blood test - positive for titanium. (B)(6) 2014 surgical pathology : uterus in three pieces one of which has an attached fallopian tube segment. There is also a separate fallopian tube. The presumed endometrium is identified at one cornu. At this cornu a fallopian tube stump is attached, 2.5 x 0.4 cm. Within this cornu and the cornual end of this is a coiled metal wire, 3.0 x 0.1 cm. The cornual end of the segment contains a 3 cm. In length by 0.1 cm. Coiled metal wire. The cornual end of this segment, segment b contains no wire and most likely representes the remainder of the fallopian tube that was attached as the fallopian tube stump still attached to the cornu of one of the portions of uterus . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain, adenomyosis, allergy to metals, hypersensitivity, rash. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records. Added new reporter and case became medically confirmed. Updated essure's start date and added lot number.added relevant tests. Added onset date for adrenal disorder, autoimmune thyroiditis, gluten sensitivity, hypersensitivity, hypothyroidism, glucose tolerance impaired, pelvic pain, allergy to chemicals, food allergy, rash, dry skin, hypoaesthesia, vitamin d deficiency, tooth disorder , alopecia, dysmenorrhoea, weight increased, feeling abnormal, depression, adenomyosis.updated onset date for allergy to metals. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.